Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital because of a device signal. Testing was performed, and the right ventricular and superior vena cava coil impedance was found to be high. A review of the information showed the right ventricular pacing/sensing conductor displayed high impedance and there was over-sensing of the pacing lead. The lead was capped, replaced, and no patient complications have been reported as a result of this event.